Event description:
Consumer reported complaint for error message (e-3). The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Customer was unable to locate lot number of test strips; customer had disconnected the call. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(6): user applied blood to strip before inserting strip into meter. Note 1: manufacturer contacted customer in a follow-up call on 29-jan-2024 the initial concern is resolved - able to establish contact with customer who stated he had a stroke and was being discharged from the hospital; customer did not disclose cause of stroke. Customer declined to continue the call; no further information was able to be obtained. Note 2: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved and in effort to obtain further details of customer's medical attention - unable to establish contact with customer at this time.